Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side "rupture and textured recall." Healthcare professional later reported "prominent right internal mammary chain 6 mm short axis lymph nodes." Healthcare professional also reported ¿numerous likely cysts in the liver¿ deemed not device related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ cysts: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ rupture: observed 2 openings assessed as fold flaw opening, as per the investigation procedure, wear abrasion, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "rupture and textured recall." Healthcare professional later reported "prominent right internal mammary chain 6 mm short axis lymph nodes." Healthcare professional also reported ¿numerous likely cysts in the liver¿ deemed not device related. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported "rupture and textured recall". This record is for the right side. Device remains implanted.